Manufacturer narrative:
Device evaluation summary: only the inlet filter cover was returned for failure investigation. Inspection found that the cover insert was broken out of the cover housing. No adhesive was found on the top side of the insert. Cause of the damage is unknown and unreported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the ventilator generated a coin battery alarm. There was no harm to the patient as a result of the event. The service engineer evaluated the ventilator and confirmed the customer reported condition. To resolve the condition, the service engineer replaced the coin battery. The software was updated and the ventilator passed self-testing.